Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon burst when it hit 20mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a0402, captures the reportable event of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device, found that the balloon did not have any visual defects. And was in good condition. Therefore, the reported event of balloon bursting was not confirmed. The catheter of the device was carefully inspected. And was found to be detached in two sections. Microscopic analysis was performed. The balloon was confirmed, not burst. And the catheter was cut close to the balloon. It is possible, that when the device was removed from the scope, the balloon may not have deflated completely. Resulting in detachment of the catheter. However, because the reported event of balloon bursting cannot be confirmed. The root cause cannot be determined. A review of the device history record (DHR) was performed and confirmed, that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation, that a cre fixed wire dilatation balloon was used in the esophagus, during an esophagogastroduodenoscopy (egd) with dilation procedure. Performed on (B)(6) 2021. During the procedure, it was noted, that the balloon burst when it hit 20mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.